Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 232 mg/dl. Troubleshooting was performed, and it was found that the fixed prime amount was set incorrectly in the insulin pump. The customer was assisted with setting the fixed prime to the correct amount. The insulin pump passed the prime, high pressure, and self tests. The customer stated that she may have made a mistake when copying her setting from an old insulin pump into her current insulin pump. It was advised that the customer's doctor be consulted to ensure that the insulin pump is programmed correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.